Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. The suture broke while being knotted during the procedure. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements.